Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it has been reported that proultra endo tip #3 broke while in use. All 5 tips had broken in their 2nd or third use. Puendo2 and 3 broke on a single patient. No patient injury.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it has been reported that proultra endo tip #3 broke while in use. All 5 tips had broken in their 2nd or third use. Puendo2 and 3 broke on a single patient. No patient injury.

Manufacturer narrative:
Evaluation of the returned device found it was broken as indicated in the complaint. A DHR review was conducted with no discrepancies noted.